Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were harder to press and had to press multiple times to respond. Customer stated that the insulin pump had no delivery alarm but still delivering insulin. Insulin pump had crack in battery compartment. Insulin pump was shut off without warning twice and customer had to reset date and time with battery change. Insulin pump battery life was diminished. No harm requiring medical intervention was reported. The device will not be returned for analysis.